Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015, and the lens came out of the injector too quickly and flipped over in the bag. The surgeon noticed a crescent shape portion of the optic to be torn off & missing. The surgeon enlarged the incision to remove the lens and as she was pulling the lens out the haptic caught on the bag and it tore; so a vitrectomy was performed. The surgeon put in another same model lens in the sulcus and used a suture to close the wound.

Manufacturer narrative:
Results - a work order search was performed for similar complaints within the search and there were four similar complaints found.